Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real - time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real- time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer's blood glucose was 360 mg/dl/ no further information reported.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to moisture damage on force sensor. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.